Event description:
On (B)(4) 2012 customer reported that while troubleshooting an instrument problem on their lh780 instrument, a leak (approximately 5 to 7 ccs) of diluted blood was found around the blood sampling valve and primary needle assembly. Customer was not running patient samples on this instrument. Customer was using a backup instrument for analysis of patient samples so there was no impact to sample results. Also, no injuries were reported. Field service engineer (fse) inspected the instrument and found the tubing disconnected from the needle assembly to the blood detector 1 (bd1). Fse reattached the tubing from the needle to the blood detector 1 sensor and this resolved the leak. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).